Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash under one of the therapy electrodes. The rash was reportedly not open nor bleeding. He patient reportedly had an allergy to nickel. The patient's physician prescribed the patient an oral medication. Follow-up indicated that the rash had improved.